Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transducer not working, transducer receptacle and component failure of transducer receptacle. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation transducer was not working, because a transducer receptacle defect was found and this was caused by a component failure of transducer receptacle. Regarding the new reportable investigation findings: the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: transducer not working. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lithotripsy experienced physical damage, an electrical pin shortens during set up. There were no reports of patient involvement.